Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt stated that a couple years ago, they asked a healthcare provider (hcp) that they were working with for a si joint issue, if they could turn the device off. Pt said it was such a hassle to charge every week and the hcp said just don't charge it anymore and that would be fine until they needed the si joint fusion which insurance required. Pt stated they are required to put their device in MRI mode. Agent reviewed longevity and that the ins would have reached eos in 2023. Pt mentioned they had not used the device for 2-3 years. Pt said they needed to make an appointment for an MRI and that they couldn't do the MRI unless they could charge it and put it in MRI mode. Pt stated that they don't even have the equipment. Pt was redirected to their hcp to further address the issue. Agent provided technical services phone number. Agent reviewed MRI eligibility form and directed to hcp. Agent could not clarify event date so put unknown for event date. Additional information was received from a patient. They stated that several years ago they turned their device off as they had received results. Since they needed an MRI, the need arose, but the device is too old. The patient stated that they need to remove the device and that they will remove it sometime, as they do not need it.